Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited sudden high out of range right ventricular (rv) pacing impedance measurements. Technical services (ts) advised there is no evidence of noise on the rv channel. Ts suggested isometrics be performed. Additional information from the field representative provided isometrics were completed and were normal. No reprogramming was completed at this time. The patient will continue follow ups as normal. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited sudden high out of range right ventricular (rv) pacing impedance measurements. Technical services (ts) advised there is no evidence of noise on the rv channel. Ts suggested isometrics be performed. Additional information from the field representative provided isometrics were completed and were normal. No reprogramming was completed at this time. The patient will continue follow ups as normal. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited sudden high out of range right ventricular (rv) pacing impedance measurements. Technical services (ts) advised there is no evidence of noise on the rv channel. Ts suggested isometrics be performed. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.